Event description:
It was reported that the 9800 system had a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The circuit breaker was reset during the svc call. The system was tested, and found to be working as intended, and put back into service.